Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information from a competitor explant form in (B)(6) 2013 that this patient died in (B)(6) 2012 and the device was explanted in (B)(6) 2012. The cause of death was lsited as (B)(6), sepsis and aortic stenosis. Subsequently, boston scientific received information that this local representative spoke directly with the physician. According to the physician, the root cause of the infection was unknown. The physician felt that the implant procedure did not cause or contribute to the infection or patient death. The local representative was unaware that this patient had developed an infection and died. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.